Manufacturer narrative:
Continuation of d10: product ID: enveor-us, product lot/serial number: unknown, product type: 0195-heart valves. Product ID: l-enveor2629us, product lot/serial number: unknown, product type: 0195-heart valves. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one year, two months, and twenty-three days following the implant of this transcatheter bioprosthetic valve, into a patient with an existing surgical aortic valve, the patient presented with fever and chills. Right lower lobe pneumonia was observed, and the patient was hospitalized. Enterococci were detected from two sets of blood cultures; the patient was transferred to another hospital. Infective endocarditis was suspected due to enterococcal bacteremia. Transthoracic and transesophageal echocardiogram did not reveal any suspicious verrucae; infectious endocarditis was not considered as an adverse event and no surgical indication was noted. Intravenous antibiotics were administered for six weeks. Subsequently, oral antibiotic was continued. Six days later, a contrast computed tomography scan was performed to identified infectious endocarditis infection sources, however, findings of suspected thrombus in the valsalva sinus were revealed. An anticoagulant was administered. One year and four months post-implant, the patient was reported to be recovering. No adverse patient effects were reported. Additional information was received that during the implant of the valve, the valve was recaptured 3 times. Following implant of the valve, a post-implant balloon aortic valvuloplasty was performed with a 22 millimeter (mm) non-medtronic balloon. It was further reported that it took a long to place the valve and hypotension occurred. Subsequently, the patient was placed on percutaneous cardiopulmonary support (pcps). The patient did not have symptoms intra-operatively or post-operatively. No additional adverse patient effects were reported.